Event description:
It was reported that implantation of a right ventricular (rv) lead on (B)(6) 2025 was unsuccessful due to failure to extend the helix identified prior to the procedure. The procedure was completed using an alternate rv lead. The patient remained stable.

Manufacturer narrative:
The reported event of a failure to extend helix was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the inner coil of the lead to be over torqued, consistent with procedural damage.